Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system single port leakage occurred. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: both were leaking fluid from the grey stopper when flushed and when left untouched.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port leakage occurred. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: both were leaking fluid from the grey stopper when flushed and when left untouched.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.